Manufacturer narrative:
Further investigation determined the unit failed to maintain a battery charge and the charging led did not appear. This was confirmed by the manufacturer's field service engineer (fse). The fse replaced the power supply to address this finding. The device successfully passed performance specification testing. Based on the history of this device it was determined not to be a defect on arrival. The device was shipped to the customer on (B)(6) 2015.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a defect on arrival. The device did not operate on ac power. There was no patient involvement.